Event description:
It was reported that high pacing lead impedance, an increase in pacing thresholds and insulation anomaly were observed. The lead was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in four segments for analysis. The damage found was sustained during the surgical procedure. The segments of the lead that was returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.